Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr, (B)(4) (emerge¿) balloon catheter was advanced for dilatation. However, during the 2nd inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different size coyote fc otw balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. The balloon, markerbands, and bonds were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The balloon was bunched up and deformed. The inner shaft was buckled under the balloon and 6mm ¿ 11.5mm distal of the exit notch. The tip was damaged. Microscopic examination of the balloon did not reveal any tears. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks; however, the balloon still kept the deformed shape. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. Product analysis did not confirm the reported event. There is no indication that the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr, (B)(4) (emerge¿) balloon catheter was advanced for dilatation. However, during the 2nd inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different size coyote fc otw balloon catheter. No patient complications were reported.